Event description:
The customer reported that the keypad displaying ribbon cable showed signs of corrosion. They previously replaced the door on 8/22/18. The unit came in with a broken tag with a note that ¿the buttons don¿t work.¿ they downloaded both the error and event logs and found no relevant errors.

Manufacturer narrative:
The customer complaint of the keypad ribbon cable displaying corrosion and was not functioning was confirmed through testing. The returned lvp door showed signs of fluid ingress within the flex cable as well as a creased/cracked area through the ground trace on the opposite side of where the fluid ingress could be seen. None of the buttons will function because they share a common ground, the circuit could no longer be completed by any of the buttons. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Manufacturer narrative:
The customer complaint of the keypad ribbon cable displaying corrosion and was not functioning was confirmed through testing. The returned lvp door showed signs of fluid ingress within the flex cable as well as a creased/cracked area through the ground trace on the opposite side of where the fluid ingress could be seen. None of the buttons will function because they share a common ground, the circuit could no longer be completed by any of the buttons. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the keypad displaying ribbon cable showed signs of corrosion. They previously replaced the door on (B)(6) 2018. The unit came in with a broken tag with a note that the buttons dont work. They downloaded both the error and event logs and found no relevant errors.